Manufacturer narrative:
Additional contact person phone: (B)(6). Getinge field service engineer (fse) confirmed the device beeps after it is turned on and cannot be turned on normally. The system timer cannot be displayed. Measurement power module, no ac output. Based on the previous faults, using the old motor driver board will burn the fuse. Fse replaced the power module and the motor driver board. The defective components were received for further investigation. The fat performed a visual inspection and found the parts to be in good condition. Tested the fuses on part number 0014-00-0033-05 and found that one was bad. Fat was able to verify the reported issue on this part. Fat will not install part number 0670-00-0004 due to the reported issue and the risk of damage to the cs300 test fixture. Cannot investigate this part any further. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units can not to turned on normally, screen was black and had a long beep when booting. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.